Event description:
It was reported that the right ventricular (rv) lead was dislodged.

Manufacturer narrative:
The reported events were lead dislodgement, inappropriate anti-tachycardia pacing (atp), inappropriate high voltage therapy, noise, lead damage, failure to capture, r-wave amplitude variation and low impedance. The reported events of inappropriate anti-tachycardia pacing (atp), noise, lead damage, failure to capture, r-wave amplitude variation and low impedance were not confirmed. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. After cutting the lead, cleaning and applying torque directly to the inner coil, the helix was able to retract and extend. The measured full helix extension length was within specification.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
During remote follow-up, inappropriate anti-tachycardia pacing (atp) and inappropriate high voltage therapy were observed on the right ventricular (rv) lead. Loss of capture, r wave amplitude variation, and low impedance were observed. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.